Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available.

Event description:
A bump was noted on the patient's neck near their lead site. The patient reported that they had been wrestling with their nephew and this could've caused the bump. The patient's physician believes the lead could be detaching but the impedance was noted to be within normal limits. The patient has been referred for a full revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5: describe event or problem, corrected data: initial report inadvertently left out relevant information. D6b: if explanted, give date (mo/day/yr), corrected data: initial report inadvertently did not list the explant date f10: adverse event problem, corrected data: initial report inadvertently did not code: f1905. H6: adverse event problem, corrected data: initial report inadvertently coded: b18 for type of investigation.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Manufacturer narrative:
H6 adverse event problem, corrected data: initial report inadvertently did not code; d1102; for investigation conclusions.

Event description:
The cause of the protrusion can be reasonably concluded to be due to the patient wrestling. Although this was not confirmed to be the cause by the physician, the wrestling is the most likely cause base on the context of the report received.